Event description:
The customer stated when running vitamin d patients on an advia centaur xp instrument, while connected to the laboratory information system (lis), two different barcode numbers had the same patient name. Results were not reported to the physician(s). The samples were repeated and corrected reports were sent to the physician(s). There are no known reports of patient interventions or adverse health consequences due to the sample identification (sid) issue.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc reviewed the instrument data and determined the cause of the error to be unknown. Siemens recommended the customer to contact the lis vendor. The instrument is performing within specifications. Further evaluation of the device is not required.